Event description:
This report is submitted for separation of the actuator knob that occurred with the mitraclip clip delivery system (cds) and required the use of a medical clamp to deploy the clip. This is considered medical intervention to prevent patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared per the instructions for use (IFU). During clip deployment, the actuator knob was turned 8 times counter clockwise. The actuator knob was pulled but it completely separated from the device. It was confirmed that the delivery catheter (dc) handle was correctly translated to release stored torque,there were no turns on the dc handle, and the arm positioner was in neutral prior to removing the release pin. The cds sleeve was not deflected more than 90 degrees. The clip was not deployed and was still attached to the cds. A medical clamp was used to grab and turn the actuator. The clip was then successfully deployed. The mr grade was reduced to <1 with one clip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed medwatch report, additional information received: the portion that completely separated from the clip delivery system (cds) was the plastic knob, including the connected metal part, which was approximately 5cm long and 5mm in diameter. The remainder portion of the cds was a 2 mm diameter wire, which was then grabbed with the medical clamp, and turned. This maneuver was successful and the clip was deployed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for investigation where a torque wrench was used to tighten the release crimper into the crimper cam. After removing the actuator knob, the release crimper was able to be tightened securely into the crimping cam and could not be manually unscrewed. A query of the complaint database was performed, which revealed there were no other events reported for actuator knob detachment from this lot. Based on a review of related records and evaluation of the returned device, it can be concluded that there is no product deficiency for this issue. Although no issues were identified with the manufacturing of this device, operators in the clip loading station were made aware of the issue on (B)(4) 2014. The failure mode will continue to be monitored per local quality procedures.